Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.

Event description:
The customer reported that the jaws would not open after the device sealed patient tissue. The device was pulled from the tissue and some bleeding occurred. It was controlled immediately. The patient is reported to be recovering well.